Manufacturer narrative:
(B)(4). Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the cause of the dissection was attributed to the annulus calcification. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Post valve deployment, the patient became hypotensive. Echo revealed disruption of ascending aorta possibly superior to 23mm sapien 3 (s3). The patient could not be revived and expired. Prior to the bav, the pacing wire was manipulated for better capture. After bav with an edwards bav was performed, the patient became hypotensive. She was maintained and stable as the 23mm s3 and commander were inserted through esheath. During advancement of the s3 and commander, the small curve safari wire began to move and access to lv was nearly lost. The safari wire was manipulated, settled into secure position, the s3 was deployed. Post deployment, the patient was hypotensive. Patient's blood pressure recovered with use of pressors. Two root aortograms and tee of the aortic complex did not reveal any annular disruption. After transport to recovery, the patient became hypotensive. Echo revealed a pericardial effusion. The patient's pericardium was drained of 1,300 cc of blood and patient stabilized. Patient became hypotensive again. Echo revealed disruption of the ascending aorta possibly superior to 23 mm s3. The patient could not be revived and expired. It was reported it was a possible aortic rupture from calcium. The annulus measured 20.6 x 23.4 mm2 with bulky leaflet calcification, mild annular calcification, and moderate aortic root calcification. The patient did not have a porcelain aorta.